Event description:
The patient reported that after a treatment with the compression therapy pump and appliance, he felt a pain that went up to his heart and after the second occasion he discontinued use of the device. Subsequently he was admitted to a hospital for 2.5 days, although it is not clear what treatment was received at the hospital.